Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on (B)(6) 2023. The device evaluation was completed on 01-feb-2023. It was reported that a patient underwent an afib - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a dilator broken issue occurred. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspections of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the sheath; however, some bents were observed on the dilator. It could be related to the handling of excessive force but, it cannot be conclusively determined. The issue reported by the customer was confirmed. This product issue will be addressed through the quality system. A device history record (DHR) was performed for the finished device number lot 00001972 and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afib - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a dilator broken issue occurred. It was reported that the customer experienced what seemed like the dilator with the vizigo¿ sheath was "breaking when entered the sheath¿. The product will be returned for evaluation. The event did not occur during sterile processing nor during field inspection. It is unknown if it occurred during internal service activities such as calibration. There were no patient consequences. The dilator broken issue was assessed as MDR reportable.